Event description:
On (B)(6) 2022, a patient received a total knee replacement. On (B)(6) 2023, the patient was revised for tibial loosening. In (B)(6) 2024, the patient was revised again for tibial loosening. During the latest revision, the femoral component was discovered to be loose as well and the t-nut from the junction box was removed with it. The taperlock portion of the junction box was well-fixed to the femoral sleeve.

Manufacturer narrative:
A DHR review identified no issues that could have caused or contributed to the reported event. It is believed that the junction box loosened due to fatigue loading in the knee. The available evidence does not lead to a clear conclusion about the cause of the reported event.